Event description:
Adverse event(s): "pc tear occurred unrelated to vitrector problems." (Capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "vitrector was not actuating." (Defective component). A nurse reported during an unplanned anterior vitrectomy, the vitrector were not actuating but were aspirating when the surgeon would push the footpedal. Two vitrectomy probes were connected to the console, but neither would actuate. A second system and vitrector set was brought in to complete the case. The nurse confirmed that no product contributed to the pc tear, but was a result of complications during the case. There was no patient harm reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated one additional, related report for this system. No sample has been returned. The company service representative was unable to replicate the nonconformance and confirmed that the unit was functioning to specification. Since no sample was returned, evaluation steps could not be taken to replicate or confirm the customer reported event and the root cause is therefore, unknown at this time. (B)(4).